Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A complaint lot history check was performed on the provided lot number for inability to detach as intended. This is the 1st related complaint for inability to detach as intended. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported bd ultra-fine¿ nano¿ pen needles 4mm had a needle that was unable to be removed. The following information was provided by the initial reporter: "I returned consumer's call and she stated that it is difficult to remove the needle from the insulin pen after injection. Consumer stated that the cover does not stay on the needle hub, making it difficult to remove."